Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was implanted in the scrotum and therefore, quite buried that the pump was not cycling properly. A surgical procedure was performed to relocate the pump.

Manufacturer narrative:
The device was not returned for analysis. Therefore, no visual or functional testing was able to be completed. With all the available information, boston scientific concludes that the reported allegation was not confirmed. It is likely the reason for the mechanical issue and device malposition was determined to be inadvertent/unintentional interaction of the product from the physician implanting the device in the incorrect spot of the scrotum causing the pump to not cycle as intended based on the analysis of the available information. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was implanted in the scrotum and therefore, quite buried that the pump was not cycling properly. A surgical procedure was performed to relocate the pump.